Event description:
It was reported that a cartridge alarm occurred during insulin delivery. During troubleshooting with technical support, the pump was reset and the cartridge was reloaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.